Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, symptomatic vaginal relaxation, menorrhagia; concurrent procedures- laparoscopic abdominal hysterectomy/bso, tyco ivs-02 implant, enterocele repair, and bilateral sacral spinous ligament suspension. It was reported that the patient experienced pain, erosion, urinary problems, recurrence, infection, bleeding, dyspareunia and vaginal scarring following implantation. It was reported that patient underwent revision on (B)(6) 2007 due to erosion. It was reported that patient underwent a second mesh removal on (B)(6) 2007 due to dyspareunia and mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and dyspareunia. It was reported that the patient underwent revision of pubovaginal sling and posterior avaulta mesh on (B)(6) 2007 by (B)(6) due to chronic urgency to void, history of urinary retention, and chronic dyspareunia.